Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up, the right ventricular lead exhibited high capture thresholds and sensing anomaly. The patient was fine. No intervention had been reported and the patient would be placed on a monitor.